Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation at power up. The cause was found to be a failed speaker. The failed speaker and rear case were replaced.

Event description:
It was reported that a spectrum pump constantly had no audio output found during biomed testing. It was also reported there was no patient involvement.